Event description:
Procedure: wedge resection. According to the reporter: the first firing of the instrument felt different. Subsequent firings produced bindings of the instrument, malformed staples and air leaks. The surgeon completed the case using another device and enlarged the wedge to remove damaged tissue.